Event description:
A pt service representative (psr) contacted zoll customer support to report a charger/modem that would not power up. The psr was sent a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (charger/modem won't power up) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power brick could not be positively identified. No adverse event resulted from the defective power supply brick. The pt received a replacement battery charger/modem.